Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An area technical operations manager (atom) reported finding thermal damage on the fill valve of a dry acid 132 gallon unit mixer at a hemodialysis (hd) clinic. The original issue was that the mixer was experiencing power issues while being used. There was also a mild burning smell noted. After some investigation, the atom identified thermal damage on the fill valve and the connector of the fill valve cable. The components displayed evidence of melting and thermal decomposition. The atom replaced the fill valve and fill valve cable with new parts. Afterwards, the mixer began experiencing another issue where the fill valve would not close causing the mixer to overflow. The atom was unsure if the new fill valve was bad, or if there was an issue with the control board. To further troubleshoot, the atom borrowed the control board from a mixer at a different clinic. With this other control board, the atom said the fill valve was closing. After determining that the control board had to be replaced as well, the atom ordered a new one. The control board was replaced and the machine was confirmed to be fully operational again. The atom confirmed there were no signs of any smoke, sparks, or flames. Additionally, there was no impact to any patient treatments. The facility had mixed enough acid prior to the events to hold them over, and they were able to mix another batch after borrowing the control board from the neighboring clinic. The damaged fill valve and fill valve cable were not available to be sent back for evaluation as they were reportedly discarded, and no photos were provided for review.

Event description:
An area technical operations manager (atom) reported finding thermal damage on the fill valve of a dry acid 132 gallon unit mixer at a hemodialysis (hd) clinic. The original issue was that the mixer was experiencing power issues while being used. There was also a mild burning smell noted. After some investigation, the atom identified thermal damage on the fill valve and the connector of the fill valve cable. The components displayed evidence of melting and thermal decomposition. The atom replaced the fill valve and fill valve cable with new parts. Afterwards, the mixer began experiencing another issue where the fill valve would not close causing the mixer to overflow. The atom was unsure if the new fill valve was bad, or if there was an issue with the control board. To further troubleshoot, the atom borrowed the control board from a mixer at a different clinic. With this other control board, the atom said the fill valve was closing. After determining that the control board had to be replaced as well, the atom ordered a new one. The control board was replaced and the machine was confirmed to be fully operational again. The atom confirmed there were no signs of any smoke, sparks, or flames. Additionally, there was no impact to any patient treatments. The facility had mixed enough acid prior to the events to hold them over, and they were able to mix another batch after borrowing the control board from the neighboring clinic. The damaged fill valve and fill valve cable were not available to be sent back for evaluation as they were reportedly discarded, and no photos were provided for review.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the manufacturing plant was able to find objective evidence indicating a product problem had occurred and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.